Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 19mm amplatzer septal occluder was implanted in (B)(6) 2021. The patient previously experienced a cerebrovascular accident (cva) in 2021 in which it was discovered that the patient also had an atrial septal defect (asd). The occluder was implanted several months later. On (B)(6) 2024 the patient experienced a cva and it was discovered on transthoracic echocardiogram (tte) and transesophageal echocardiography (tee) that there was a thrombus on the occluder. The thrombus was noted to be filamentous. The patient was previously on 81mg of aspirin and plavix for 1 month, but had been off both medication for 2 years. The patient also had a birth control implant. The patient's most recently recorded international normalized ratio (inr) was 1.3 while not on coumadin. The patient's most recently recorded inr was 1.5. The patient's stroke symptoms were right-sided weakness and dysarthria. The patient had severe iron deficiency anemia. No treatment was provided. The patient was hospitalized for 2 weeks. The patient's stroke symptoms were still ongoing.

Manufacturer narrative:
An event of patient device interaction problem (thrombus), stroke/cva, and movement disorder was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient previously experienced a cerebrovascular accident (cva) in 2021 in which it was discovered that the patient also had an atrial septal defect (asd). In 2024, the patient experienced a cva and there was a thrombus on the occluder via transthoracic echocardiogram (tte) and transesophageal echocardiography (tee). The thrombus was noted to be filamentous. The patient's stroke symptoms were right-sided weakness and dysarthria. The patient had severe iron deficiency anemia. Based on the information received, a cause of the reported thrombus and stroke could not be conclusively determined. The reported movement disorder appears to be a symptom of stroke. There is no indication of a product quality issue with regards to manufacture, design, or labeling.